Event description:
It was reported that the device exhibited non-sustained rv oversensing during a slow ventricular tachycardia, far r-wave oversensing, and pseudo-pseudofusion event during an auto mode switch. The patient experienced symptoms of shortness of breath, tiredness and dizziness that were consistent with heart failure throughout the event. The device was reprogrammed successfully. The patient was stable post event.